Event description:
It was reported that while the surgeon was inserting a 1.5mm x 12mm ti cortex screw, the head of the screw broke off during a surgery for broken metacarpals. This was an independent screw in the right third metacarpal. The screw shaft remained in the patient as the surgeon did not want to remove it. The head of the screw was retrieved from the patient. Surgery was completed without any delay. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: patient initials are (B)(6). Device broke intraoperative and was not implanted or explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.